Event description:
It was reported the patient was feeling a heating sensation at the ipg site while charging. A replacement charger was sent to the patient. Attempts to determine if the replacement resolved the issue were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.